Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that they heard beeping from their device. It was further reported by the patient that their "lung was punctured" during lead insertion. Follow-up determined that after the call, the patient was seen at the clinic and there were no device alerts. The leads are still in use. No further patient complications have been reported as a result of this event.